Event description:
It was reported that the customer received a power source alert. There was no adverse impact to the customer's blood glucose level. Issue occurred prior to call to technical support. The customer resolved the issue by using a non-tandem wall adapter with the tandem charging cable to charge the pump.